Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 3.7 mmol/l, and the meter bg reading was 19.5 mmol/l. Customer consumed carbohydrates due to the cgm reading at the time the pump adjusted insulin delivery. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.